Manufacturer narrative:
Patient ID and age unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a spinal fusion procedure. It was reported that during navigation, the camera cart screen went black and then rebooted itself. This issue occurred intraoperatively and did not cause any surgical delay. There was no reported impact on patient outcome.